Manufacturer narrative:
Date sent to the FDA: 10/22/2009. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the suture broke at an unspecified time following an unspecified surgical procedure. The pt was returned to surgery for repair. Add'l info was requested; no further info was received.